Event description:
It was reported that during set-up conducted at the user facility the black lens of the device popped off. No patient involvement or procedural delays were reported with this event.

Manufacturer narrative:
The reported event that the black lens popped off the device was confirmed through the device inspection. During the visual inspection it was observed that the large led lens is broken off. Any physical impact to the navigated instrument, such as with a mallet or a similar tool will cause product damage or operational failure due to battery movement.

Event description:
It was reported that during set-up conducted at the user facility the black lens of the device popped off. No patient involvement or procedural delays were reported with this event.